Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer reported that there is a crack in the transformer housing and that caused the caused to fall off the power adapter. The customer also stated that they would return the original device. The original product has not been received as of the date of this report. Should additional information or the original product be received resulting in new, charged, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that there is damaged found with the housing and area where the housing is attached to the power cord for their pump in style power adapter. This is a safety risk.